Event description:
It was reported that the ilet did not charge reliably on the supplied charging pad, with the solid green indicator not consistently appearing, and the device charging only when positioned in a specific manner; this represents a charging problem associated with the battery charger component. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charger, consistent with a charging problem on the battery charger component. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.